Manufacturer narrative:
Citation: martin g et al. Pre-implantation balloon aortic valvuloplasty and clinical outcomes following transcatheter aortic valve implantation: a propensity score analysis of the UK registry. J am heart assoc. 2017;6:e004695. Doi: 10.1161/jaha. 116.004695. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding balloon aortic valvuloplasty use and the short-term clinical outcomes following transcatheter aortic valve implant (tavi). All data were collected from the (B)(6) tavi registry between january 2007 and december 2014. The study population included 5887 patients (predominantly male; mean age 81 years), 2467 of which were implanted with a medtronic corevalve bioprosthetic valve (serial numbers not included). Among all corevalve patients a total of 120 deaths occurred by 30-day follow-up. None of the deaths were attributed to medtronic product. Among all corevalve patients adverse events included: 18 myocardial infarction, 84 cerebral vascular accident, 352 moderate to severe paravalvular leak, 19 coronary artery obstruction, 108 valve dysfunction, 58 valve migration, 98 major vascular complications, 430 arrhythmia requiring permanent pacemaker implant, and 85 renal failure requiring hemofiltration or dialysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.